Event description:
It was reported that the tip of the burr appeared burned. The 99% stenosed target lesion was located in the severely calcified mid left anterior descending artery. A 1.25mm rotalink plus was selected and advanced to treat the target lesion. During the procedure, the rotational speed was initially started at 195,000rpms. An abnormal sound was heard during ablation and the rotational speed decreased 20,000rpms; the burr was unable to be advanced. The device was then removed from the patient without issue and it was observed that the tip of the burr appeared burned. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).